Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 were updated. A review of the alarm trace data revealed multiple abnormal aspiration alarms noted on the date of the event, near the time the sample was processed. These are indicative of preanalytic handling issues. The field service engineer (fse) cleaned a vacuum valve, checked rinse volumes, and replaced the reagent pack. The fse ran calibration, qc, and precision successfully. Following the fse intervention, no further issue was observed. The investigation determined that the service actions resolved the issue. The exact cause of the event could not be determined; however, it is likely related to insufficient maintenance/sample quality issues.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The field service engineer (fse) found a bent sample probe, which was replaced and adjusted. The fse performed a hardware check and precision run with acceptable results. The issue persists. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant albumin gen.2 results for two patient urine samples tested on a cobas c 503 analytical unit. Sample 1: the initial result was 56.3 mg/l. The repeat result was 12.2 mg/l. Sample 2: the initial result was 39.9 mg/l. The sample was repeated twice and the results were 1.44 mg/l and 1.6 mg/l (both results accompanied by a data flag). The sample was reported out as 12 mg/l. The repeat results of 12.2 mg/l for sample 1 and 1.44 mg/l for sample 2 were deemed correct. The tests were repeated due to issues with calibration and qc.